Event description:
Through implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve explanted after an implant duration of 6 years and 3 months due to unknown reasons. The explanted valve was replaced with a 21mm 11500a inspiris resilia aortic valve. Reportedly, patient expired 5 days post-surgery. Additional follow up revealed the patient expired due to an infection. The doctor did not recall the exact type of infection but stated that the death was caused by the progression of the infection and not related to edward's device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve explanted after an implant duration of 6 years and 3 months due to prosthetic aortic valve degeneration, calcification, and stenosis. The valve was found to be severely calcified and stenotic. Patient presented with heart failure. The explanted valve was replaced with a 21mm 11500a inspiris resilia aortic valve. The patient also underwent mitral valve replacement with a 35mm non-edwards mitral valve. Patient had to return to or for mediastinal exploration for control of hemorrhage and tamponade. Reportedly, patient expired 5 days post-surgery. Additional follow up revealed the patient expired due to an infection. The doctor did not recall the exact type of infection but stated that the death was caused by the progression of the infection and not related to edward's devices.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus type ii, end stage renal disease with hemodialysis (esrd w/ hd), and coronary artery disease.